Event description:
It was reported that the patient's scs system was auto reducing. Diagnostics indicated high impedances on one octrode lead and low impedances on the other. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of ¿ineffective therapy¿ was confirmed. Analysis of returned lead a, stimulation end segment, found a kink on the outer tubing where all internal wires were broken. The root cause of the fractures is unknown as the patient did not report any trauma, falls or accidents prior to the reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the leads were explanted and replaced.